Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this is one of two devices related to the patient's implant experience. Refer to manufacturing report number 1220648-2025-25928 for the initial impella cp device.

Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device and experienced access site bleeding with blood administration. Care was eventually withdrawn, and the patient met their demise. Prior to the day of starting mechanical circulatory support, the patient underwent a left heart catheterization which revealed left anterior descending artery (lad) lesion which was treated with one drug-eluting stent. The patient was stable and sent to the unit for recovery. However, subsequently, the patient decompensated with drop in blood pressure requiring three amps of epinephrine. Levophed and dopamine drips were started, and the patient was taken back to the catheterization lab. Imaging revealed non-obstructive coronary artery disease with patent lad stent. Right heart catheterization was completed with elevated pressures. The patient was in cardiogenic shock stage e. The decision was made to implant an impella cp device. The first impella cp being prepped for support was inadvertently turned on outside the patient's body with the easy guide lumen in place. A new impella cp device was obtained, and the patient was successfully placed on impella cp support in the setting of cardiogenic shock after going into heart block approximately three hours prior. Due to high mean arterial pressure in the 140s, performance level was decreased to p-7 as dopamine and levophed were titrated. Dopamine was discontinued. Suction alarms began and performance level were adjusted to resolve. The impella cp placement was confirmed and volume evaluation was continued. The patient was transferred back to the unit in critical condition and soon after arriving, the patient's blood pressure "significantly" dropped. Echocardiogram confirmed the impella cp depth and right heart dysfunction. Dobutamine was ordered, and the patient required an amp of epinephrine with an epinephrine drip that followed. The team discussed the patient's status with family and no escalation was expected at such said time. The following day it was noted that the patient had multiple suction events overnight requiring 500 milliliters of normal saline bolus. Suction events resolved after the normal saline bolus, and the impella cp support level was weaned from support level p-5 to p-8. Epiphrine was weaned down, and it was noted that the site was clear of bleeding. The patient continued on support and two days later, however, access site oozing was now noted. Blood administration was started with one unit of red blood cells and one unit of fresh frozen plasma. The impella cp's depth was adjusted to 3.66 centimeters from 4.23 centimeters with no plans to escalate at such said time. Additionally, it was noted there was concern for bleeding in the lungs based on computed tomography scan earlier in the day. However, a bronchoscopy was performed showing no active bleeding. Heparin remained on hold. The patient experienced intermittent episodes of non pulsatility requiring some titration of drips. The following day care was withdrawn per the family's wishes. The patient was critically ill in stage e (extremis) cardiogenic shock and never fully recovered from the cardiac event. However, the impella cannot be excluded as a possible contributing factor to the overall event outcome.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely anticoagulation management since bleeding was resolved by withholding the heparin.